Event description:
As reported by the user facility: "the pt was infused cellcept, anti-rejection medication. Cellcept was hung at 2354 at a rate of 83.34 ml/hr with a total of 166 ml programmed into pump. The actual mount notated on the bad was 166.67 ml. At this rate with this total amount the med was set to go over 2 hours. All of the above was verified by the rn. At 0125, the pump was beeping 'check up-stream'. Upon doing so the rn found the bag to be completely empty and pulled air halfway to the pump. There was still 53.4 mls left to infuse per the pump out of th total 166.67 and should have had 40 minutes remaining. This rn investigated for signs of bag leaking, improper hook-up, rechecked the rate and all of the above were found to be normal and at the rate previously set and double checked of 83.34 ml/hr programmed. This rn was able to 'flick' the air back up into the flush bag and flushed approximately 25 ml into the remaining tubing. The total on the pump after the med and flush finished was 146 ml." Tubing is being sent in with the pump. End user is unable to definitely determine if this medication was set up as a primary or secondary infusion. No pt injury.

Manufacturer narrative:
(B)(4). The actual device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the investigation results become available.